Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient dislocated [left] hip and had revision to replace head and liner. [Originally] done over 20 years ago by surgeon - doesn't recall facility."